Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, caesarean section (1), multigravida (6) and miscarriage (2). No known allergies, no personal medical-surgical past medical history of interest at the time of the events. Concurrent conditions included parity 4 (3 spontaneous deliveries) and retroverted uterus. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhoea"). On (B)(6) 2018, the patient experienced intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2019, the patient experienced haemorrhagic cyst ("essure removal, in quarterly control, finding of possible hemorrhagic cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("recurrent abdominal pain"), back pain ("low back pain, lumbar pain"), genital haemorrhage ("excessive bleeding, bleeding heavier than menstruation"), uterine haemorrhage ("uterine bleeding"), headache ("headaches"), swelling ("swelling"), asthenia ("asthenia"), fatigue ("extreme tiredness"), alopecia ("hair loss"), libido decreased ("decreased sexual desire"), anger ("angry reactions with close family and friends"), anxiety ("anxiety") and depression ("depression") and underwent patient isolation ("isolation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, genital haemorrhage, uterine haemorrhage, intermenstrual bleeding, headache, swelling, asthenia, fatigue, alopecia, libido decreased, patient isolation, anger, anxiety, dysmenorrhoea and haemorrhagic cyst outcome was unknown. The reporter considered abdominal pain, alopecia, anger, anxiety, asthenia, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, haemorrhagic cyst, headache, intermenstrual bleeding, libido decreased, patient isolation, pelvic pain, swelling and uterine haemorrhage to be related to essure. The reporter commented: essure insertion and removal not requested by patient but by health care professional. All symptoms and sequelae since the insertion of the devices were clearly caused by the essure devices themselves diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: uterus anteverted, regular, with homogeneous 5-mm endometrium, both adnexa normal. Free douglas. Devices inserted normally and in position in the tubes: right: +2+3, left: +2+3; on an unknown date: uterus anteverted regularly with signs of linear endometrial adenomyosis, essures inserted normally, adnexa normal. X-ray - on (B)(6) 2017: the extremities are 4.1 cm apart. On contrast : no permeability, the devices work. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2022: new reporter of "other" added , new event "depression" added , product explant date updated and reference section updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, caesarean section, multigravida (6), parity 4 (3 spontaneous deliveries), cesarean section (1) and miscarriage (2). No known allergies, no personal medical-surgical past medical history of interest at the time of the events. In (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, the patient experienced metrorrhagia ("metrorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("low back pain"), genital haemorrhage ("excessive bleeding"), uterine haemorrhage ("uterine bleeding"), headache ("headaches"), swelling ("swelling"), asthenia ("asthenia"), fatigue ("extreme tiredness"), alopecia ("hair loss"), libido decreased ("decreased sexual desire"), anger ("angry reactions with close family and friends") and anxiety ("anxiety") and underwent patient isolation ("isolation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, genital haemorrhage, uterine haemorrhage, metrorrhagia, headache, swelling, asthenia, fatigue, alopecia, libido decreased, patient isolation, anger and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anger, anxiety, asthenia, back pain, fatigue, genital haemorrhage, headache, libido decreased, metrorrhagia, patient isolation, pelvic pain, swelling and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on an unknown date: uterus anteverted, regular, with homogeneous 5-mm endometrium, both adnexa normal on ultrasound. Free douglas. Ultrasound reveals devices to be inserted normally and in position in the tubes: right: +2+3, left: +2+3; on an unknown date: uterus anteverted regularly with signs of linear endometrial adenomyosis, essures inserted normally, adnexa normal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, caesarean section, multigravida (6), parity 4 (3 spontaneous deliveries), cesarean section (1) and miscarriage (2). No known allergies, no personal medical-surgical past medical history of interest at the time of the events. Previously administered products included for an unreported indication: mirena in 2014. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhoea"). On (B)(6) 2018, the patient experienced intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2019, the patient experienced haemorrhagic cyst ("essure removal, in quarterly control, finding of possible hemorrhagic cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("low back pain, lumbar pain"), genital haemorrhage ("excessive bleeding"), uterine haemorrhage ("uterine bleeding"), headache ("headaches"), swelling ("swelling"), asthenia ("asthenia"), fatigue ("extreme tiredness"), alopecia ("hair loss"), libido decreased ("decreased sexual desire"), anger ("angry reactions with close family and friends") and anxiety ("anxiety") and underwent patient isolation ("isolation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, genital haemorrhage, uterine haemorrhage, intermenstrual bleeding, headache, swelling, asthenia, fatigue, alopecia, libido decreased, patient isolation, anger, anxiety, dysmenorrhoea and haemorrhagic cyst outcome was unknown. The reporter considered abdominal pain, alopecia, anger, anxiety, asthenia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, haemorrhagic cyst, headache, intermenstrual bleeding, libido decreased, patient isolation, pelvic pain, swelling and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: uterus anteverted, regular, with homogeneous 5-mm endometrium, both adnexa normal on ultrasound. Free douglas. Ultrasound reveals devices to be inserted normally and in position in the tubes: right: +2+3, left: +2+3; on an unknown date: uterus anteverted regularly with signs of linear endometrial adenomyosis, essures inserted normally, adnexa normal. X-ray - on (B)(6) 2017: which says that the extremities are 4.1 cm apart. Contrast is added and it is seen that there is no permeability, which shows that the device works. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2021: essure date implanted updated. Patient relevant history: mirena added. Patient lab data: x-ray added. New events: dysmenorrhoea, hemorrhagic cyst added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, caesarean section, multigravida (6), parity 4 (3 spontaneous deliveries), cesarean section (1) and miscarriage (2). No known allergies, no personal medical-surgical past medical history of interest at the time of the events. In (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, the patient experienced metrorrhagia ("metrorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("low back pain"), genital haemorrhage ("excessive bleeding"), uterine haemorrhage ("uterine bleeding"), headache ("headaches"), swelling ("swelling"), asthenia ("asthenia"), fatigue ("extreme tiredness"), alopecia ("hair loss"), libido decreased ("decreased sexual desire"), anger ("angry reactions with close family and friends") and anxiety ("anxiety") and underwent patient isolation ("isolation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, genital haemorrhage, uterine haemorrhage, metrorrhagia, headache, swelling, asthenia, fatigue, alopecia, libido decreased, patient isolation, anger and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anger, anxiety, asthenia, back pain, fatigue, genital haemorrhage, headache, libido decreased, metrorrhagia, patient isolation, pelvic pain, swelling and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: uterus anteverted, regular, with homogeneous 5-mm endometrium, both adnexa normal on ultrasound. Free douglas. Ultrasound reveals devices to be inserted normally and in position in the tubes: right: +2+3, left: +2+3; on an unknown date: uterus anteverted regularly with signs of linear endometrial adenomyosis, essures inserted normally, adnexa normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 37 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. The patient had a medical history of miscarriage (2), multigravida (6), caesarean section (1) and cholecystectomy. No known allergies, no personal medical-surgical past medical history of interest at the time of the events. Concurrent conditions were listed as retroverted uterus and parity 4 (3 spontaneous deliveries). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 243 days after essure insertion, she experienced dysmenorrhoea ("dysmenorrhoea"). On (B)(6) 2018 she experienced intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2019 she experienced haemorrhagic cyst ("essure removal, in quarterly control, finding of possible hemorrhagic cyst"). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("recurrent abdominal pain"), back pain ("low back pain, lumbar pain"), genital haemorrhage ("excessive bleeding, bleeding heavier than menstruation"), uterine haemorrhage ("uterine bleeding"), headache ("headaches"), swelling ("swelling"), asthenia ("asthenia"), fatigue ("extreme tiredness"), alopecia ("hair loss"), libido decreased ("decreased sexual desire"), anger ("angry reactions with close family and friends"), anxiety ("anxiety") and depression ("depression") and underwent patient isolation ("isolation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy for essure removal). At the time of the report, the outcomes for pelvic pain, abdominal pain, back pain, genital haemorrhage, uterine haemorrhage, intermenstrual bleeding, headache, swelling, asthenia, fatigue, alopecia, libido decreased, patient isolation, anger, anxiety, dysmenorrhoea and haemorrhagic cyst were unknown. The reporter considered abdominal pain, alopecia, anger, anxiety, asthenia, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, haemorrhagic cyst, headache, intermenstrual bleeding, libido decreased, patient isolation, pelvic pain, swelling and uterine haemorrhage to be related to essure administration. The reporter commented: essure insertion and removal not requested by patient but by health care professional. All symptoms and sequelae since the insertion of the devices were clearly caused by the essure devices themselves. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (dates unknown): uterus anteverted, regular, with homogeneous 5-mm endometrium, both adnexa normal. Free douglas. Devices inserted normally and in position in the tubes: right: +2+3, left: +2+3 and uterus anteverted regularly with signs of linear endometrial adenomyosis, essures inserted normally, adnexa normal [x-ray] on 18-oct-2017: the extremities are 4.1 cm apart. On contrast : no permeability, the devices work. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 09-jun-2022: new reporter of "other" added , new event "depression" added , product explant date updated and reference section updated. 19-jan-2023: no new information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] two procedures to remove it because in the first procedure remnants [device breakage] recurrent abdominal pain [abdominal pain] low back pain, lumbar pain [low back pain] excessive bleeding, bleeding heavier than menstruation [bleeding genital] uterine bleeding [uterine bleeding] metrorrhagia [metrorrhagia] headaches [headache] swelling [swelling nos] asthenia [asthenia] extreme tiredness [fatigue extreme] hair loss [hair loss] decreased sexual desire [sexual desire decreased] isolation [patient isolation] angry reactions with close family and friends [anger] anxiety [anxiety] dysmenorrhoea [dysmenorrhea] essure removal, in quarterly control, finding of possible hemorrhagic cyst [hemorrhagic cyst] depression [depression]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('two procedures to remove it because in the first procedure remnants') in a 37-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, caesarean section (1), multigravida (6) and miscarriage (2). No known allergies, no personal medical-surgical past medical history of interest at the time of the events. Concurrent conditions included parity 4 (3 spontaneous deliveries) and retroverted uterus. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhoea"). On (B)(6) 2018, the patient experienced intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2019, the patient experienced haemorrhagic cyst ("essure removal, in quarterly control, finding of possible hemorrhagic cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion intervention required), abdominal pain ("recurrent abdominal pain"), back pain ("low back pain, lumbar pain"), genital haemorrhage ("excessive bleeding, bleeding heavier than menstruation"), uterine haemorrhage ("uterine bleeding"), headache ("headaches"), swelling ("swelling"), asthenia ("asthenia"), fatigue ("extreme tiredness"), alopecia ("hair loss"), libido decreased ("decreased sexual desire"), anger ("angry reactions with close family and friends"), anxiety ("anxiety") and depression ("depression") and underwent patient isolation ("isolation"). The patient was treated with surgery (to remove essure and hysterectomy with bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, genital haemorrhage, uterine haemorrhage, intermenstrual bleeding, headache, swelling, asthenia, fatigue, alopecia, libido decreased, patient isolation, anger, anxiety, dysmenorrhoea and haemorrhagic cyst outcome was unknown. The reporter considered abdominal pain, alopecia, anger, anxiety, asthenia, back pain, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, haemorrhagic cyst, headache, intermenstrual bleeding, libido decreased, patient isolation, pelvic pain, swelling and uterine haemorrhage to be related to essure. The reporter commented: essure insertion and removal not requested by patient but by health care professional. All symptoms and sequelae since the insertion of the devices were clearly caused by the essure devices themselves. She had to undergo two procedures to remove it because in the first procedure remnants. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: uterus anteverted, regular, with homogeneous 5-mm endometrium, both adnexa normal. Free douglas. Devices inserted normally and in position in the tubes: right: +2+3, left: +2+3; on an unknown date: uterus anteverted regularly with signs of linear endometrial adenomyosis, essures inserted normally, adnexa normal. X-ray - on (B)(6) 2017: the extremities are 4.1 cm apart. On contrast: no permeability, the devices work. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2025: new event device breakage added. Additional reporter added. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] two procedures to remove it because in the first procedure remnants [device breakage] recurrent abdominal pain [abdominal pain] low back pain, lumbar pain [low back pain] excessive bleeding, bleeding heavier than menstruation [bleeding genital] uterine bleeding [uterine bleeding] metrorrhagia [metrorrhagia] headaches [headache] swelling [swelling nos] asthenia [asthenia] extreme tiredness [fatigue extreme] hair loss [hair loss] decreased sexual desire [sexual desire decreased] isolation [patient isolation] angry reactions with close family and friends [anger] anxiety [anxiety] dysmenorrhoea [dysmenorrhea] essure removal, in quarterly control, finding of possible hemorrhagic cyst [hemorrhagic cyst] depression [depression]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("two procedures to remove it because in the first procedure remnants") in a 37-year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. The patient had a medical history of miscarriage (2), multigravida (6), caesarean section (1) and cholecystectomy. No known allergies, no personal medical-surgical past medical history of interest at the time of the events. Concurrent conditions were listed as retroverted uterus and parity 4 (3 spontaneous deliveries). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 243 days after essure insertion, she experienced dysmenorrhoea ("dysmenorrhoea"). On (B)(6) 2018 she experienced intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2019 she experienced haemorrhagic cyst ("essure removal, in quarterly control, finding of possible hemorrhagic cyst"). Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion intervention required), abdominal pain ("recurrent abdominal pain"), back pain ("low back pain, lumbar pain"), genital haemorrhage ("excessive bleeding, bleeding heavier than menstruation"), uterine haemorrhage ("uterine bleeding"), headache ("headaches"), swelling ("swelling"), asthenia ("asthenia"), fatigue ("extreme tiredness"), alopecia ("hair loss"), libido decreased ("decreased sexual desire"), anger ("angry reactions with close family and friends"), anxiety ("anxiety") and depression ("depression") and underwent patient isolation ("isolation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy for essure removal and to remove essure). At the time of the report, the outcomes for pelvic pain, abdominal pain, back pain, genital haemorrhage, uterine haemorrhage, intermenstrual bleeding, headache, swelling, asthenia, fatigue, alopecia, libido decreased, patient isolation, anger, anxiety, dysmenorrhoea and haemorrhagic cyst were unknown. The reporter considered abdominal pain, alopecia, anger, anxiety, asthenia, back pain, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, haemorrhagic cyst, headache, intermenstrual bleeding, libido decreased, patient isolation, pelvic pain, swelling and uterine haemorrhage to be related to essure administration. The reporter commented: essure insertion and removal not requested by patient but by health care professional. All symptoms and sequelae since the insertion of the devices were clearly caused by the essure devices themselves she had to undergo two procedures to remove it because in the first procedure remnants. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (dates unknown): uterus anteverted, regular, with homogeneous 5-mm endometrium, both adnexa normal. Free douglas. Devices inserted normally and in position in the tubes: right: +2+3, left: +2+3 and uterus anteverted regularly with signs of linear endometrial adenomyosis, essures inserted normally, adnexa normal [x-ray] on (B)(6) 2017: the extremities are 4.1 cm apart. On contrast: no permeability, the devices work quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-may-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.